Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the lcsc5 was being used with the old style handpiece. It stopped working in the case and they did troubleshooting steps but it still did not work. Another lcsc5 was used to complete the case. There was no consequence to the pt. The device was discarded.